Event description:
It was reported that during a da vinci-assisted pleural decortication surgical procedure, the pieces of the force bipolar instrument broke apart and fell inside the patient. The fragment was retrieved during the same procedure. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument involved in this event for failure analysis investigation. The force bipolar had a broken grip at the grip base. A piece approximately 16.84mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities.